Event description:
During an angioplasty procedure, the maverick2 monorail ptca catheter balloon ruptured at 9 atms on the initial inflation. The lesion being treated was a 40 - 45% stenotic lesion in the left anterior descending (lad) coronary artery. The maverick2 monorail ptca catheter balloon was being used to pre-dilate the lesion for placement of a cypher stent. The procedure was successfully completed with another device. No patient injuries or complications were reported.